Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the cartridge tubing separated from the t:lock. Reportedly, it appeared that cartridge tubing was stretched. Customer's blood glucose was 393 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.